Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to initial emdr. This report was sent in error, the sockets contact is not good would not cause or contribute to a death or a serious injury if it were to recur. Updated fields: h2 and h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a poor socket contact. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.